Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure for variceal bleeding performed on (B)(6) 2025. During the procedure, it was noticed that the physician attempted to deploy bands using the device. However, the bands did not release as expected. The physician tried twisting the handle but still no deployment. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.